Event description:
It was reported that the stapler was used during a lobectomy. When it was fired it cut the tissue and the staples closed partially. Two reloads were used in the procedure. The surgeon used suture to complete the case. No pt consequence.